Event description:
The customer reported the panorama central station with ambulatory telepack showed data drop outs. The issue was resolved once the system rebooted, but the customer requested that a company rep evaluate the system. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the panorama central station and found that the mother board had failed. Corrections included replacement of the mother board. The system was tested to factory's specifications. It functioned normally and was returned to use.